Event description:
Philips has received a complaint on the efficia dfm100 defibrillator monitor indicating that the device did not shock. The shock was given with a different device. It took two minutes for the other device to arrive. There was no adverse effect on the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction: the reporting institution address has been updated. The additional narrative has been updated. This report is based on information provided by the customer and has been investigated by the philips complaint handling team. The customer reported that user testing was done and the device was found to be faulty. Philips did not evaluate the device and no additional details about the fault could be obtained. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received from the customer, therefore no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. No device logs or patient event files were provided to philips for review. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.

Event description:
Philips has received a complaint on the efficia dfm100 defibrillator monitor indicating that the device did not shock. The shock was given with a different device. It took two minutes for the other device to arrive. There was no adverse effect on the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by the customer and has been investigated by the philips complaint handling team. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received from the customer, therefore no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. No device logs or patient event files were provided to philips for review. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. It has been concluded that no further action is required at this time.